Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during osteosynthesis surgery of the femur with gamma nail, there occurs reamer breaking. The procedure was completed with the use of other instruments."

Manufacturer narrative:
Corrections: please refer to h6 device code. The reported event could not be confirmed since the device was returned for evaluation and but no breakage is observed on the device but deformation is observed in spiral. The received reamer was visually inspected, and we didn¿t find any breakage, but we can see deformation on the cutting flutes, and the spiral is deformed at a section indicating it being opened which is causing the subsection size variation this indicates that the device is used in a counterclockwise direction. The discoloration is observed on the device which indicates usage causing wear over the period. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause can be attributed to wear related as the device has gone through various cleaning and sterilization cycles and deformation caused by counterclockwise usage. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during osteosynthesis surgery of the femur with gamma nail, there occurs reamer breaking. The procedure was completed with the use of other instruments." 10/22/2024 - additional information received: the surgical delay is not quantifiable, as it is related to the problem resolution. No consequences for the patient.